Event description:
Medical doctor [redacted] was doing an ercp [endoscopic retrograde cholangiopancreatography] procedure on [redacted], and went he went to use the boston scientific hydratome rx 44 (ref# m00583040, exp 03-25-2028, lot #36155477), the device would not function correctly. The cutting wire would not "bow" like it was intended too. We had to open another boston scientific hydratome rx 44 (ref #m00583040, lot #36096758, expiration 03-17-2028). That product they could get the wire to "bow" but it was very limited requiring us to open a third device and that device worked appropriately.